Event description:
It was reported that balloon rupture occurred. The 6.0mm x 40mm x 80cm sterling balloon catheter was advanced to the target lesion for post- dilation of a non bsc stent. The balloon was inflated however it ruptured at an unknown atmosphere and at an unknown number of inflation. The device was removed and the procedure was completed with a different device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).